Event description:
During review of programming history, it was noted that came into an appointment set to unintended settings indicating an interrupted system diagnostic test. The patient left the last appointment at intended settings. It is unknown if the patient was set to those settings or if it was the result of interrupted system diagnostic test. No adverse events have been reported as a result of this.

Manufacturer narrative:
Analysis of programming history.